Event description:
It was reported that the right ventricular lead was explanted and replaced due to an unspecified issue. The patient's status was not reported.

Manufacturer narrative:
Further information was requested but not received.